Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that their pump was emitting repeated call service 054 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: the black box shows four unusual call service 054 alarms on 09/21/2014 right after replace battery alarms. There was no pump reboot event observed in between the two alarms. The pump powered up normally. An ezprime sequence and 24 hour duration test were successfully completed with no call service alarms were duplicated during testing. No internal moisture ingress was found when the pump was opened for inspection. No defects were found when the power wire and printed circuit board were tested. The complaint was verified in the history but was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.